Event description:
The customer reported that a non-covidien disposable monopolar scissors was in use with the covidien generator for a total laparoscopic hysterectomy. Approximately halfway through the procedure, the monopolar scissors stopped working. A staff member checked the connections to the generator and found that when the surgeon pressed the foot pedal, the non-covidien lead glowed near to where it connected to the generator. The lead then snapped and sparked, so the generator was immediately shut off. A new lead was connected, the generator was restarted and the surgery continued. Near the end of the procedure it was observed that a section of the small bowel appeared to be burned. A general surgeon was called in to resect a portion of the small bowel and reconnect it to the remaining bowel. The patient is reportedly doing well.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under evaluation. When the unit evaluation is complete, a follow-up report will be submitted.